Event description:
During a 12-month follow up, the patient underwent angioplasty due to stenosis, 100% occlusion of the target lesion. Description of the index procedure indicated the target was a long lesion in the circumflex covering the distal-proximal section; the lesion was a non-calcified chronic total occlusion, visual assessment of the reference vessel diameter was 2.75 mm, the vessel presented omolateral bridging collaterals with timi 0 flow, morphology was not determinable. The lesion was predilated to 10 atmospheres (atms) then for complete coverage lesion a 2.75 x 23 mm was deployed followed by the 18x2.75 mm stent which was deployed proximal to the first; both stents were deployed at 13 atms. After stent implant, the vessel presented timi ii flow and less than 30% residual stenosis. The patient was reported to be complaint with the antiplalet therapy; however, during a 12 month follow up, the patient underwent re-percutaneous coronary angioplasty due to stenosis on the target lesion; 100% occluded. The patient's current state of health is asymptomatic.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing numbers: 9616099-2007-01968 and 9616099-2007-01969.